Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire is fractured approx. 10mm, approx. 16mm, and 33mm proximal of the weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx. 88mm. X-ray confirms j stiffener wire fractures.